Manufacturer narrative:
Device part number, catalog number and UDI now provided. A medtronic representative went to the site to test the equipment. The imaging system passed the system checkout and was found to be fully functional. Unable to replicate issue. The software investigation found that a probable cause was unable to be determined without further information since the behavior cannot be replicate during the system checkout.

Manufacturer narrative:
No parts were replaced. No parts have been received by manufacturer for analysis. No further issues have been reported.

Event description:
A medtronic representative reported that while in a posterior fusion procedure, they verified the universal drill guide (udg) with tera tracker green, however, when attempting to navigate, it showed 1 centimeter too deep in the anatomy. They tested accuracy with the passive planar probe and confirmed they were accurate. The medtronic representative removed the tool card, re-added it, they re-verified and accuracy was restored. There was no tightening of the tracker and no change to the instrument configuration. No further details regarding this issue, or specifically when it occurred, were provided. The surgeon opted to continue and completed the procedure with the use of the navigation system. Delay in therapy was less than one hour. There was no impact on patient outcome.